Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that ipg had reached eri as ipg voltage was at <2.73v and programmer displayed error message "replace generator soon". It was noted that patient runs stimulation 24/7. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
A patient's ipg displayed replace generator soon/ eri message was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section a4 - patient weight estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.